Event description:
Philips received a complaint about the v60 ventilator indicating that the touchscreen was not working. The issue occurred outside of use, prior to the device being placed into clinical use on a patient. There was no patient or user harm reported. The biomedical engineer (bme) evaluated the device at the customer site and confirmed the device issue. The bme completed touchscreen calibration, tested the user interface functions, confirmed resolution of the issue, and then returned the device to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.